Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The following event was identified during review of maude adverse event report and voluntary event report received from cdrh:"extended bolus feature on tandem t-slim pump has a "sticking" issue so appears to be continuously on unless user is aware that the feature is stuck. Some insulin may be delivered which is not recorded by the pump. If not found, this could cause life threatening hypoglycemia."